Event description:
Information received by medtronic indicated that the insulin pump got exposed to moisture and the customer reported a frozen display. No harm requiring medical intervention was reported. Troubleshooting was performed however the display could not turn back on. The customer will discontinue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On june 12, 2022, the customer alleged was for moisture damage, frozen screen, no time clock advancement, and buttons not responding. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test due to device was unable to rewind from device error 24. Device passed the active current test but not the sleep current test due to moisture damage on the electronic assembly. No frozen screen noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 24 and device error alarmed during testing. In further full review in the device history found: pump error 24 on october 11, 2022 06:45:00.000. Device error on october 11, 202210:44:57.000. Failed batt/battery failed alarm on june 12, 2022 15:25:04.000, june 12, 2022 15:28:53.000, june 12, 2022 15:29:05.000, june 12, 2022 15:29:20.000, and june 12, 2022 15:30:07.000. Time clock advancement was tested and worked properly. Device was cut open to perform visual inspection and found evidence of moisture damage on the electrical board force sensor, motor, corroded battery tube, and harness assembly vibrator. The device passed the keypad voltage test. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on electrical board was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and label damage. Frozen screen was not observed during analysis, however, device failed sleep current test due to moisture damage on electronic assembly. Frozen screen not confirmed. Unexpected battery power loss was confirmed due to high sleep current. Device error and pump error 24 was confirmed due to moisture damage on the electronic assembly. No time clock advancement was not confirmed. Keypad buttons response was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.